Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted on (B)(6) 2018 with an external pressure regulating tube due to hydrocephalus. The patient was transferred to a rehabilitation department of a hospital for treatment after the operation. On (B)(6) 2018, the patient felt a mild headache. The patient's family consulted with the surgeon, and the surgeon recommended that the patient's pressure needed to be adjusted. Currently, the patient had mild headache symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the pressure was adjusted and lumbar puncture was noted. The patient¿s condition improved and the headaches were relieved.